Event description:
The customer reported an au640 clinical chemistry analyzer generated erroneous carbon dioxide (co2) and calcium (ca) results; results were erratic with some high and some low. On an initial analysis of patient samples, some results were flagged to indicate the results were outside of the facility-established range. The instrument automatically repeated the samples without dilution; repeat results did not match the original results. Review of the datalist printout showed that four patient results had erroneous co2 and/or ca results. The customer stated there were no erroneous results reported out of the laboratory and there was no impact to patient treatment in connection with this event. The customer stated the co2 reagent was not manufactured by beckman coulter (bec). The instrument's lamp was installed in june and there was potential that 1000 hours of usage existed. Samples were collected in sst tubes and poured into 12x75 tubes for analysis.

Manufacturer narrative:
The customer troubleshooted the instrument with beckman coulter (bec) hotline support and there were no issues noted. The customer informed hotline support that the six-month preventative maintenance was past due and requested service. A beckman coulter (bec) field service engineer (fse) was dispatched to the site. The fse performed preventative maintenance in which the lamp was changed and the vacuum pump was rebuilt. In addition, the sample syringe was replaced, cuvettes were sonicated, probes were cleaned, and roller pump tubing was replaced. Upon follow up with the customer, the customer reported that the lamp and sample syringe were changed again. There were no further issues noted with co2 and ca results.